Event description:
It was reported that a catheter study was attempted on this patient however; the physician was not able to aspirate the catheter. The patient was now doing fine and the system was operating correctly.

Event description:
It was initially reported on (B)(6) 2011 that patient had experienced a change in therapy effect since the last two weeks with increased pain. Catheter and roller studies were to be done on that day. Reporter believed that "it was a catheter issue and that it will probably lead to catheter replacement as the pump did not show any issues in the logs." Drug delivered via the system was morphine. As of the dated of this report, per the manufacturer device registration system the pump and catheter were noted as replaced. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Continuation of concomitant medical products: catheter model 8703w, lot# l38824, implanted: (B)(6) 2001, explanted: (B)(6) 2012.